Event description:
The manufacturer received information in relation to a rep dreamstation auto CPAP. The user alleges receiving the device as a replacement. The user alleges the device has black particles from the spout where the hose is place. The user also alleges the filters turn black within 12 days of use. There is no allegation of patient harm, serious injury, or medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on jan 14, 2025, and section b5 should be reported as: the manufacturer received information in relation to a rep dreamstation auto CPAP. The user alleges receiving the device as a replacement. The user alleges the device has black particles from the spout where the hose is place. The user also alleges the filters turn black within 12 days of use. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. During the evaluation, complaint was not confirmed and there was no visible foam degradation. There was zero error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.